Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for the designated field. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of a stuck guidewire was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of unable to exclude device problem as the cause of the reported issue cannot be established due to lack of evidence.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure, a farawave 31 mm - ous catheter was selected for use. There were no issues during testing of the device. However, after isolating a left vein, the guidewire appeared to become stuck when advancing to the lower left; it was not stuck in the vein tissue and could be removed. A second merit guidewire was inserted, but the same issue occurred, suggesting the problem was originated at the handle of the catheter. The catheter was subsequently replaced and the procedure continued without further issues. No patient complications were reported. The device is not expected to return for laboratory analysis since it was retained by customer. It was further reported that the guidewire blocked inside the device and the procedure was impossible. There were not any issues with the guidewire/catheter during preparation, the 2 configurations (basket and flower) were tested as usual. During the event there was resistance while trying to move (retract and advance) the guidewire. It was suggested that the guidewire should be advanced instead of retracted it with force (in case of tissue attrapment). But it wasn't tissue related, the physician was feeling like resistance coming from the handle (insertion of the guidewire). The guidewire was retracted without force and we changed it with another merit but the issue was the same. It was also confirmed that the guidewire was retracted as normal and no technical issues were detected during preparation. After visually inspecting the catheter, no issues were identified and it was not retested the configurations outside of the patient. Per additional information received, it was confirmed that the procedure was completed with another catheter (replacement). The procedure was under general anesthesia.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for the designated field.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure, a farawave 31 mm - ous catheter was selected for use. There were no issues during testing of the device. However, after isolating a left vein, the guidewire appeared to become stuck when advancing to the lower left; it was not stuck in the vein tissue and could be removed. A second merit guidewire was inserted, but the same issue occurred, suggesting the problem was originated at the handle of the catheter. The catheter was subsequently replaced and the procedure continued without further issues. No patient complications were reported. The device is not expected to return for laboratory analysis since it was retained by customer. It was further reported that the guidewire blocked inside the device and the procedure was impossible. There were not any issues with the guidewire/catheter during preparation, the 2 configurations (basket and flower) were tested as usual. During the event there was resistance while trying to move (retract and advance) the guidewire. It was suggested that the guidewire should be advanced instead of retracted it with force (in case of tissue attrapment). But it wasn't tissue related, the physician was feeling like resistance coming from the handle (insertion of the guidewire). The guidewire was retracted without force and we changed it with another merit but the issue was the same. It was also confirmed that the guidewire was retracted as normal and no technical issues were detected during preparation. After visually inspecting the catheter, no issues were identified and it was not retested the configurations outside of the patient.